Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer delivered a 30 unit bolus, and woke up in the ER due to low blood glucose levels (15 mg/dl). Customer was treated through intravenous dextrose.